Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer (fse) identified that the main drawer matrix had a broken round clip during inspection and replaced it to resolve the issue. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failure occurred. The top drawer of the opchemo pyxis made repeated loud clicking noises when accessed and failed to open. The customer reported that the drawer occasionally opened only when pressure was applied during the clicking; however, this was inconsistent and often unsuccessful. Attempts to recover the drawer were performed; however, the drawer could not be recovered and the issue persisted. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.